Event description:
It was reported that the patient died. The 85% stenosed lesion was located in the moderately tortuous and severely calcified proximal circumflex to mid left main. A 3.50 x 16mm synergy megatron was deployed and plaque displacement occurred. The stent was then removed from the vessel and the physician recanalized the left anterior descending artery to balloon and place another stent. Prior to placement of the additional stent, the patient went into cardiac arrest and was resuscitated. Medication was provided; however, the patient went into cardiac arrest again and died.